Event description:
It was reported that the site was experiencing communication problems with the programming wand. Good faith attempts to obtain additional information from the site have been made, but no additional information has been received to date.